Manufacturer narrative:
Results of investigation: a revision surgery was reported with change of insert and ball head due to fracture of a hi ceramic insert. A visual inspection, or furthermore a product evaluation could not be done, due to no article was sent back. Furthermore, it is not clear which hi ceramic insert is mentioned, due to no reported article or lot number. Neither components were provided for investigation nor was there any report of a fall or trauma having precipitated the breakage. The root cause of the breakage cannot be concluded with the available information. Without additional supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Event description:
Patient records provided by the user for case under bfarm user report (B)(4), showed that a prior revision surgery involving smith & nephew components had taken place. There was a revision surgery with change of insert and ball head due to fracture of the hi ceramic insert.